Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1021pm. The patient reported obtaining a "hi mg/dl" (over 600 mg/dl) result with the subject meter. The patient manages her diabetes with humalog insulin (before meals) and lantus insulin (6 units 2x daily). Based on the alleged result, the patient administered self an increased dose of humalog insulin (12 units). The patient did not specify any symptoms; however, early the next morning ((B)(6) 2012 at 1am), the patient reportedly obtained a blood glucose result of "40 mg/dl" with another device. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly obtained a blood glucose result of "40 mg/dl" with another device after the alleged meter issue began.